Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set tap not sticking event on 24-may-2024. Tap come off from body while he was walking. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4. E1: patient city: (B)(6). Patient country: united states.